Event description:
Hcp reported "on 10/00 on pump refill co received 17cc of solution. On subsequent visits the solution was always in the pump. Battery depletion." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.